Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that during insertion of the central line the doctor experienced wire and needle incompatibility. The wire came out kinked. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The device history record review performed did not reveal any manufacturing related issues. The probable cause of the guide wire and needle resistance and the guide wire kinking could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that during insertion of the central line the doctor experienced wire and needle incompatibility. The wire came out kinked. No patient injury or consequence.